Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited capture threshold measurements greater than 6.0v and no pacing output was delivered when required. A revision procedure was performed and this lead was removed from service and replaced. The boston scientific representative who performed the revision procedure stated there was no observed dislodgement, fracture or issues with the device header, terminal pins or set screws. No additional adverse patient effects were reported.